Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had been hospitalized for issues with the nose, ears and throat. Upon attempting to interrogate the pulse generator, the programmer exhibited a diagnostics anomaly. Another programmer was used and the device could be interrogated normally. The patient was in stable condition.